Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their blood glucose (bg) remaining elevated overnight at 400 mg/dl following a supply change after dinner. The user noted moderate ketones and initially planned to change only the infusion site as that is what their ketone action plan recommended. The user then admitted to taking insulin shot while on pump and not disconnecting for the recommended 2 hours. The user was advised against this. The user later disconnected from the pump and transitioned to backup therapy, with plans to reconnect the following morning. The event was corrected through site change / use of backup therapy. No symptoms, external assistance, or medical intervention occurred.